Manufacturer narrative:
The site did not return device therefore no device eval was performed. A review of the device history record found no issues. If additional info pertinent to this event if obtained, a f/u report will be submitted. (B)(4).

Event description:
A pt underwent a radiofrequency ablation (rfa) procedure to treat barrett's esophagus on (B)(6) 2013. The procedure was uneventful and without complications. Approx 45 days post rfa procedure, the pt developed a stricture which was subsequently dilated and symptoms were resolved. The pt is reportedly doing fine. No further info was provided.